Event description:
Hamilton medical ag received the following incident description from the distributor:"on nicu in forde when setting up the device, the chamber could not be filled with water, instead the chamber was leaking at the connection of the water-feeding-line. They otried several circuits with batch number (B)(4): but all showed the same problem. Therapy could not be started, nurse had to run to the adult ICU and get a neo circuit 260185 from them with rev 7, this finally they got to work"

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use. The root cause was determined to be a defective water chamber. The breathing circuit set (incl. Water chamber) was replaced to solve the issue. There was no patient or user harm. Regarding the "leaky chamber" cases, ecom-2665 has been initiated and completed to develop and implement the required improvements.

Event description:
Hamilton medical ag received the following incident description from the distributor:"on nicu in (B)(6) when setting up the device, the chamber could not be filled with water, instead the chamber was leaking at the connection of the water-feeding-line. They tried several circuits with batch number 1900078317: but all showed the same problem. Therapy could not be started, nurse had to run to the adult ICU and get a neo circuit 260185 from them with rev 7, this finally they got to work".

Manufacturer narrative:
Investigation is ongoing.